Event description:
It was reported that the customer's blood glucose (bg) level was recorded as high and ketone level was trace. Cause of event was not known. Customer delivered a bolus via the pump to address elevated bg. Pump system check was performed and no issues were identified with the infusion set or pump. Customer reported to have used fiasp insulin which is not labeled for use with the pump. Customer was advised to discuss the type of insulin used with their healthcare provider.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem pumps are only approved to be used with humalog u-100 or novolog u-100 or the generic equivalents, lispro and aspart.